Event description:
The pt called lfs allegeing that their one touch ultra meter was prompting the error 2, error 4, and error 5 messages. The pt neither alleged harm nor experienced injury or medical intervention. They had contacted a medical professional; however, no further treatment was sought. The customer service rep confirmed pt's testing technique and their test strips were in good condition. The pt was walked through a retest and the meter prompted the error 5 message. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control soltion were replaced.